Manufacturer narrative:
Reported event of premature separation was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was prematurely separated from the delivery catheter and also dislodged post tether mode. Misaligned tethers were also noted on the delivery catheter. The lp was not implanted during procedure on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
Related manufacturer reference number: (B)(4).

Event description:
It was reported the patient presented for a leadless pacemaker (lp) related procedure reported in manufacturer report number (B)(4) . During the procedure and implant attempt of the replacement lp, it was noted that the replacement lp prematurely separated from the delivery catheter at initial positioning. Due to the early release, the helix was not properly fixated to the tissue resulting in the lp becoming dislodged. The lp migrated to the pulmonary artery where it was successfully retrieved. Upon examination, misaligned tethers were noted on the delivery catheter. A competitor transvenous pacemaker was implanted at a later date. There were no patient consequences.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter at initial positioning. Due to the early release, the helix was not properly fixated to the tissue resulting in the lp becoming dislodged. The lp migrated to the pulmonary artery where it was successfully retrieved. Upon examination, misaligned tethers were noted on the delivery catheter. No replacement device was implanted. There were no patient consequences.